Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Three system alarms occurred during a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Return of the cycler is expected by nxstage, however, it has not been received at the time of this report. The exact cause of the system alarms cannot be determined at this time. Occasional alarms during hemodialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l information will be provided.